Event description:
Procedure: posterior spinal fusion levels implanted: l5-s1 approach used: posterior surgical approach it was reported that in year 2010, patient was experiencing pain in her right leg, including tingling, numbness, and occasional locking in the back of her knee when bending for which patient also underwent MRI. The patient underwent an l5-s1 axial lift, l5-s1 posterior spinal fusion, and l5-s1 laminectomy. The patient was implanted with rhbm p-2/acs. Post-op, patient alleged of experiencing more pain than she experienced prior to undergoing surgery. Patient also alleged that she could not stand or sit for long periods of time, had constant pain in her lower back and buttocks, had difficulty lifting and bending, and had lost flexibility in her back. Patient allegedly still continues experiencing constant pain in her lower back and buttocks and has had to receive injections to try to alleviate the pain.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.